Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. Reportedly, the patient had been experiencing 30 to 40 seconds to suspend and another 30 to 40 seconds to resume the pump and the patient stated that there were no other issues moving to different menus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.